Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hematuria could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU rev. C is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2020 with complaints of hematuria. The patient was noted to have a hemoglobin of 7.5. The patient was admitted for transfusion of 1 unit of packed red blood cells (prbcs). The patient was discharged on (B)(6) 2020.